Event description:
Our local distributor in russia reported that during an initial implant of a generator they received an error message on their handheld showing "system error" display on the handheld during interrogation of the generator. Another generator was used and implanted without any difficulty. Further information was attained that there was a long period of interrogation and a systems error at the end. It is unclear at this time if this was a communication error they were experiencing rather than a generator device issue. The product is being returned for analysis. At this time it has not been received.

Event description:
Product analysis was approved on (B)(6) 2013. The generator interrogated at all orientations from the programming wand. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Data in the device showed that 0.952% of the battery had been consumed. The battery, 2.941 volts, shows a non ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.